Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged at the reservoir compartment. Caller stated that the reservoir would not stay securely in place. Caller also reported that the display was scratched. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and no buzzing sound anomaly when the backlight display turning on noted. The insulin pump received with severely scratched display window, cracked battery tube threads, missing end cap sticker and partially broken off reservoir tube lip. However the test reservoir was lock/click in place.